Manufacturer narrative:
Note: product reference 4447005 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k170897. Investigation results will be sent in the medwatch report follow-up.

Event description:
After a blood sample was taken through a port, the safety lock jammed and did not close properly, causing the healthcare worker to accidentally prick himself.